Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a trained user discontinued and returned an ilet system after experiencing frequent low glucose events while using automated glucose management, with no alerts or alarms reported and no component breakage described. Symptoms included hypoglycemia. Outcomes included no hospitalization, no long-term sequelae, and a decision to return the device. Investigation included review of the event details and user troubleshooting and education prior to return. Investigation of this case revealed no device malfunction identified based on available information, and no specific component issue confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear.